Event description:
I stupidly bought honey pot menstrual pads from a drugstore. They're made in china. They listed comfortable and fragrant free. They had mint, lavender and aloe, supposedly and were totally not fragrant free. The minute I put a pad in my underwear, I felt a cold and almost stinging sensation on my very tender skin in that area. I took them off and washed the area but it was cold and uncomfortable for 10 more minutes. Pull this product off all shelves. It's terrible and potentially causes medical harm. "Made by humans with vaginas for humans with."